Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding tibial tray and insert loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no device and/or medical information was provided. No further investigation for this event is possible at this time.

Event description:
Patient reported with a painful right knee approximately 4 years after total knee replacement. Radiographs showed what appeared to be a subsided tibial component. Revision surgery was performed. The tibial tray and poly insert were grossly loose. Upon inspection the bottom of the tibial tray had excellent cement coverage and showed good bone interdigitation. A revision tka was performed using a #6 universal baseplate w a 5mm medial augment, a 100mm press fit stem and a 6x22mm ts insert.

Event description:
Patient reported with a painful right knee approximately 4 years after total knee replacement. Radiographs showed what appeared to be a subsided tibial component. Revision surgery was performed. The tibial tray and poly insert were grossly loose. Upon inspection the bottom of the tibial tray had excellent cement coverage and showed good bone interdigitation. A revision tka was performed using a #6 universal baseplate w a 5mm medial augment, a 100mm press fit stem and a 6x22mm ts insert.